Event description:
It was reported that: "inserter had 2 microintroducers break. The break occured between the handle of the microintroducer and the sheath portion on 2 seperate kits, and 2 seperate inserters". There was no reported patient harm or consequence. Associated complaints: 9680794-2024-00443.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. For part number eb-01051-002 extrus: 1-l 14ga x 4-1/2" ldpe blank, lot number 34c23d0085, a nonconformance was initiated in regard to peel-away sheath tabs broke off in use. However, it cannot be determined if the findings were relevant to the reported event without the device returned for evaluation. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage.". Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "inserter had 2 microintroducers break. The break occured between the handle of the microintroducer and the sheath portion on 2 seperate kits, and 2 seperate inserters". There was no reported patient harm or consequence. Associated complaints: (B)(4).